Event description:
It was reported that patient experienced high blood glucose event due to bent cannula on (B)(6) 2026. The insertion site was leg. The set has been in use for one day. The patient received treatment with insulin via pump.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.